Event description:
Customer reportedly received results of lo (less than 10 mg/dl) and 67 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Manufacturer was not able to obtain this information as customer declined to troubleshoot or answer any questions. It was unknown if the initial reporter sent report to the FDA.